Manufacturer narrative:
(B)(4). The device was not available for evaluation. If additional relevant information becomes available, a supplemental report will be submitted.

Event description:
It was reported that a system error (se) 2240 alarm (air in line) occurred on the homechoice (hc) device during dwell three. The home patient (hp) stated that the bag on the blue clamp line was leaking fluid and the hp did not find a hole in the bag. However, the hp thought that the bag might have been loosely connected. The technical service representative (tsr) advised the hp to end the therapy. The hp was going to use a manual bag in the morning to complete the therapy. The tsr assisted the hp to end the therapy. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.